Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for technical support to review, therefore the allegation could not be confirmed. There was no adverse impact to the customer's blood glucose level, as it was not recorded outside normal parameters. The customer continued using the pump for insulin therapy.